Event description:
A (B)(6) female patient contacted zoll customer support to report constant check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed, check te pad messages) has been confirmed. As received, white pulse wire in the front te cable was pulled from the te pad. The cause was the ECG a to front te cable was pulled from strain relief. The root cause of the pulled cable cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged electrode belt wire. The patient received a replacement electrode belt.